Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and beep anomaly. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the display screen was flashing. The insulin pump was beeping after inserting the new battery. The insulin pump kept beeping after the removal of the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratches on the lcd window. No cracks in screen noted. Insulin pump also received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly.